Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years later, the patient presented with chest pain. Patient admitted with the diagnosis of pulmonary embolus with multilobar and pulmonary embolus. The patient has had a previous history of pulmonary emboli. A computed tomography showed that there was saddle embolus extending and nearly occluding the right interlobar artery and into the left upper lobe pulmonary arteries. There were filling defects in the left interlobar pulmonary artery and left lower lobe pulmonary arteries and right lobe pulmonary arteries. The patient was known to have inferior vena cava filter. After six years, inferior vena cava filter was noted in place. The filter appeared to be in satisfactory position just below the level of renal veins. Several the limbs of the filter project through the wall of the inferior cava into adjacent structures including 2 which appear to extend into aorta. This was not uncommonly seen after inferior vena cava filter placement and most likely these limbs have been endothelialized. Extension of the limbs of the filter into adjacent structures. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embilism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 06/2013), g2, g3, h6(conclusion). H11: g1, h6(device, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images and medical records were not provided. Therefore, the investigation is inconclusive for pulmonary embolism post filter implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant however the current status of the patient is unknown.